Event description:
Reported due to bleeding requiring surgical intervention. User facility mandatory medwatch received with the following info: "event desc: md attempted to use a perclose device to close a femoral artery stick following a heart catheterization. Device attempt was unsuccessful. Subsequent continuation in bleeding. Memostop device applied to the right groin site. The pt was transported to surgery. Lot number of the perclose device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Upon further query of the customer, the following info was obtained. In 2005, the physician attempted closure of a right groin arteriotomy site with the perclose proglide device following an interventional procedure. It was noted that only an arterial sheath was being used during the procedure. The device was deployed without any issues. However, the physician was "closing over the wire," and the suture broke while attempting to advance the knot to the arteriotomy site. After the suture broke, the pt began to bleed and a seven (7) french sheath was inserted. A hematoma developed at the arteriotomy site and was described as being "about 3 inches or the size of a baseball." The hematoma was "softened" via massage and a femostop device was applied to the pt's groin for two (2) hours. The femostop and the sheath were then removed. The pt continued to bleed from the groin and the femostop was re-applied for one (1) add'l hour. The bleeding would not subside so manual compression was held for thirty (30) minutes. The pt continued to bleed and the femostop was held for an add'l one (1) hour. It was noted that the pt was described as being "uncooperative" throughout the procedure. Reportedly, the pt was taken to surgery with the anticpation of repairing the artery; however, after arriving in the operating room the bleeding had subsided. A cut-down was performed and a "clot" was removed from the groin. Per the operative notes, "one single puncture was noted on the anterior wall of the vessel that was stitched twice with prolene." Due to this event, the pt's hospitalization was prolonged by four (4) days. 4 days later, the pt was discharged to home "without further complications."